Event description:
It was reported that the pump had been updated by the hcp at 13:44 and had a programmed start time for 4 hour periodic bolus at 17:57. The hcp gave the pt a bolus anticipating the first programmed bolus at 17:57. The hcp later noticed the next bolus dose was listed at 13:57. Hcp was unaware that the periodic bolus program was set to begin immediately after programming. The pump contained baclofen; concentration and daily dose were not reported. No pt symptoms or adverse events were reported. Additional info has been requested from hcp, but was not available on the date of the report.